Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced low blood glucose (bg) at night, lost consciousness, fell, and sustained cuts. Upon waking, the user crawled back to bed without treating the suspected low bg. Later that day, after announcing a meal but not eating, the user's bg dropped again. The user's spouse gave glucose tablets and called ems; bg was 54 mg/dl on arrival. The user was hospitalized from (B)(6) 2025 to (B)(6) 2025 for low bg, wound infection, and stabilization. Treatment included glucose tablets, IV insulin, and antibiotics. The user reconnected the device before discharge and has had no further issues.